Manufacturer narrative:
The analyzer alarm trace contained multiple "sample clot detection" and "abnormal aspiration" alarms. The field service engineer changed all the degassers and performed a decontamination. He found an issue with a solenoid valve and replaced it. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results from the cobas c 503 analytical unit. For a newborn baby, the initial result was believed to be too low at 8.40 umol/l. The sample was repeated, and the result was 238 umol/l with a data flag. The questionable low result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 888050. The expiration date was not provided. The field service engineer cleaned the vacuum flow path and performed qc with results within range. The investigation is ongoing.